Event description:
It was reported that the patient was hospitalized due to believed status epiliepticus. It was reported that the patient would be hospitalized for a few more weeks. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The physician reported that device diagnostics are "ok". The physician reported that the question has been raised on if vns exacerbates seizures. The patient has been experiencing recurrent clusters of seizures or status epilepticus. The physician indicated that this led the patient to be hospitalized four times in the first six months of 2014. The physician reported that some of these events appear to be clearly related with system infection and sepsis associated with presumed uti or (B)(6). It was also reported that the patient had a few more emergency department visits for recurrent cluster seizures. The physician reported that the vns was programmed off on (B)(6) 2014, after starting reduced intensity of 0.75ma on (B)(6) 2014. The physician indicated that the patient's last seizure was on (B)(6) 2014.